Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastrectomy. The device did not fire. The case was completed using a new reload and handle. Patient is alive, no injury.